Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of program freezes was confirmed. The unit was powered up and did "freeze up". The software and firmware were updated to the latest version and the unit powered up and operated as expected. The root cause is due to older version software and firmware.

Event description:
It was reported that the unit is freezing during use. The only way to get the unit to unfreeze is turn it off and back on. No other information provided, at this time.